Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
Information provided from literature article "kyoubu geka vol. 72." Includes a case of heart failure with a 21mm sjm mechanical heart valve (model unknown). On an unknown date, a tricuspid valve replacement was performed and a 21mm sjm mechanical heart valve was implanted in a (B)(6) patient. 12 years later, progression of heart failure was observed and the patient underwent ventricular re-synchronization. However, the heart failure progressed and 2 years later, a heart transplant was performed. The patient outcome is unknown. No additional information will be provided.

Event description:
Information provided from literature article "kyoubu geka vol. 72." Includes a case of heart failure with a 21mm sjm mechanical heart valve (model unknown). On an unknown date, a tricuspid valve replacement was performed and a 21mm sjm mechanical heart valve was implanted in a (B)(6) patient. 12 years later, progression of heart failure was observed and the patient underwent ventricular re-synchronization. However, the heart failure progressed and 2 years later, a heart transplant was performed. The patient outcome is unknown. No additional information will be provided.

Manufacturer narrative:
An event of heart failure was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.